Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported "rupture", healthcare professional later confirmed it was diagnosed via ultrasound. This record is for the right side. Device has been explanted and replaced.

Event description:
Patient reported "rupture", healthcare professional later confirmed it was diagnosed via ultrasound. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening and observed 2 openings assessed as surgical damage. Shell thickness within specification.